Event description:
Aventis case ID: (B)(4). Initial info for this spontaneous case was received from a physician's staff member via company rep on 01/14/2008: a (B)(6) male pt developed a nodule in the left upper zygoma area a few weeks after his first injection with poly-l-lactic acid (sculptra; lot number not provided). The nodule is palpable but not visible. Nodule treatment options are being sought and the pt is willing to continue poly-l-lactic acid therapy. No further relevant info was reported.